Manufacturer narrative:
Work order passed. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was not able to complete numerical data after transferring in existing plan. The plans transferred but ac, pc, and midline info were missing. They attempted to delete patient and re import via transfer. They then attempted to delete patient, restart the computer and retransfer. They finally attempted to reimport a 3rd time. All of this did not resolve the issue. There was no patient present during the event.